Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that a battery problem was identified during preventive maintenance. There was no pt involvement.